Event description:
A consumer reported an adverse event with (B)(4) brand bandages waterblock flex bandage. Consumer reported she used a band aid for scratch on her arm on (B)(6) 2021. The bandage was on for two days and when she gently took it off, it literally tore her skin. Consumer stated she had to go to urgent care for medical attention. Consumer alleged that it has been over a month and her arm is infected. She was prescribed antibiotics to treat the issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight, and ethnicity and race were not provided for reporting. This report is for one (1) (B)(4) brand bandages waterblock flex extra large 7ct USA 381371190614, 381371190614usa, 381371190614usa, lot number 0441b. (B)(4). Lot number ¿ 0441b; exp date - na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 13, 2021 if information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.